Event description:
It was reported that the doctor went to tap in the cage and then working around it, the cage cracked and broke into 4 pieces.

Manufacturer narrative:
Stryker spine received the (B)(4) mandatory & voluntary report form, uf/importer report #(B)(4), describing the product problem.

Manufacturer narrative:
Method: device history review; results: according to the unilif surgical technique the reported cage should be inserter with the peek spacer inserter 11 and should be inserted gently and progressively into the disc space. Conclusion: because the device is not available for evaluation a plausible root cause cannot be identified at this time.

Event description:
It was reported that the doctor went to tap in the cage and then working around it, the cage cracked and broke into 4 pieces.